Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The leak was described as approximately 20 ml or more of blue liquid leaking from the analyzer. The operator was beginning to cycle patient samples when the leak was discovered and incomplete (non-numeric results) for the differential parameters were obtained. The leak was not contained within the instrument. Startup, latron and quality control were within expected limits prior to the identification of the leak. The operator was wearing personal protective equipment of lab coat and gloves. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the beckman coulter field service engineer (fse) evaluated the instrument and found tubing to pinch valve pv37 leaking clenz. Pv37 is normally closed. The fse replaced the tubing to the pinch valve and cleaned up the leak. No other problems were found. (B)(4).